Event description:
It was reported that at the beginning of the procedure the revolutions on the centrimag motor went up, but the motor was not put into operation. Additionally, when the revolutions were raised the motor would not rotate at all. An m5 alarm was noted and there was also a 'whistling' noise. The perfusionist changed the motor which resolved the issue. The patient was in stable condition with the unit on. It was noted that there was not significant delay in the surgery. The whole system was exchanged. Manufacturer's report number of the console: 3003306248-2022-00018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m5 alarm and a noise from the motor was confirmed. The centrimag motor (serial#: (B)(6) was returned for analysis to the european distribution center (edc). When the pump was connected to the motor, a humming noise was heard from the motor. A ¿set pump speed not reached: m5¿ alarm was active when trying to change the speed. The motor was sent to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the motor was connected to a console, monitor, pump, and flow probe. The console was powered on and a ¿motor disconnected: m2¿ alarm was active. The motor cable was manipulated, and the alarm did not resolve. A resistance and insulation test were performed on the motor cable. The cable passed the insulation test. The resistance test revealed an open lead on the b1-/b1+ line which fluctuated when bent at the lemo connector end. The solder connections at the lemo connector were then inspected. It was found that b1+ (grey wire at position 16 of lemo connector), responsible for input current of drive phase b1, was not soldered properly to the lemo connector. The wire easily became disconnected from the lemo connector. The root cause for the reported event was conclusively determined to be due to improper solder connection of the b1+ wire at the lemo connector end of the motor cable. The device history records were reviewed for the centrimag motor (serial#: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot system alarms including m2 and m5 alarms. No further information was provided. The manufacturer is closing the file on this event.